Manufacturer narrative:
(B)(4). D10: cat #: 157446 / m2a-magnum mod hd sz 46mm 46mm / lot # unknown. Cat #: 11-103206 / taperloc por lat fmrl 12.5x145 / lot #: unknown. Cat #: 139259 / m2a magnum 42-50m tpr insrt +6 / lot #: 348150. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a stage one left hip revision approximately thirteen years post implantation due to pain, a limp, an infection, and a pseudotumor that was discovered during an MRI. During the stage one revision, a large pseudotumor was found, metallosis and a displaced trochanter fracture from a fall a year prior to the procedure. The surgeon now believes this could be related to the metallosis that was found during the procedure. Also, during the procedure the calcar was fractured during the explant of the stem, but the surgeon was able to obtain a satisfactory position. Lastly, during this procedure, the patient experienced significant tissue loss and a violated iliotibial band. The infection, scar tissue, and pseudotumor tissue were all excised and a competitor spacer and unknown cerclage wires were placed. Approximately 11 months later, the second stage was performed and competitor product was implanted. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01752 0001825034-2024-01753 0001825034-2024-01754 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Findings: began having worsening hip pain and limp ¿ fall last year which he sustained a greater trochanter fracture (displaced), ¿which in retrospective could have been related to metallosis.¿ ¿ trochanteric non-union (as there was no surgical intervention; non-union will not be captured) ¿ ¿he was actually due to follow-up with his orthopedic surgeon on the same day he was called by (B)(6) to present for a liver transplant for his liver failure. He was admitted to the liver service who identified that he had a positive culture result obtained prior to admission from his hip aspirate. This was positive for e.coli¿ ¿ MRI showed massive pseudotumor in his hip and thigh ¿ ¿I did not have a good nonsurgical option, as this would prevent him from being able to get a liver transplant¿ ¿ spinal/general anesthesia, lateral approach ¿ ¿event at the very beginning of the case as we incise skin, there was significant bleeding due to his coagulopathy.¿ ¿ ½ inch of the surface of the skin, encountered the most prominent area of pseudotumor which had copious amounts of grey appearing cloudy fluid consistent with metallosis and probably superimposed infection. Numerous loculations of pseudotumor. Deep abscess ¿ iliotibial band was violated by pseudotumor in many areas ¿ displaced fracture of greater trochanter- free fractured segment identified and held in place by some scar tissue ¿ continued to be significant bleeding and extra time taken to work on homeostasis before proceeding ¿ acetabulum component well fixed- removed without significant bone loss ¿ femoral stem removed without significant damage to surrounding bone other than the fact that the trochanteric segment that had previously fractured was displaced. There was a fracture of the calcar that occurred during extraction of the stem but this remained in satisfactory position. ¿ cleaned scar tissue from undersurface of the trochanter segment. Able to pull it down to proper location but could not get bony apposition. Secured using a tension band cerclage wire around proximal femur and then around trochanter ¿ ¿significant soft tissue loss¿ ¿ ¿is in end stage liver disease which led to significant blood loss and significantly increased time utilized for trying to obtain hemostasis¿ 750ml ebl ¿ no transfusion noted (not captured as this is secondary to the pre-existing condition of liver failure and the surgery was completed without a known transfusion or complication/events) ¿ no intra-op complications/events ¿ post-op restrictions: 50% weight bearing as tolerated, no active/passive abduction. The event was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.